Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right ventricular (rv) lead, leading to oversensing and the delivery of inappropriate anti-tachycardia pacing (atp). The rv lead was deactivated until revision surgery could take place. The rv lead was capped and replaced; the patient's condition was stable following the procedure and there were no adverse consequences.